Event description:
Info rec'd indicates the bed has no power and no functions are working.

Manufacturer narrative:
The tech found the f5 fuse was blown. The tech replaced the f5 fuse to repair the bed.